Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corroded charged couple device. A root cause could not be identified. Based on the results of the investigation, it is likely the no image issue is due corroded charged couple device and a damaged printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a pitch black image. The issue occurred during an unspecified procedure. There were no reports of patient harm.